Event description:
It was reported that the patient, with a previously implanted sling, underwent surgery in which an artificial urinary sphincter (aus) was implanted. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).